Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion, broken shell, missing shell and opening linear on posterior. Leak test and microscopic analysis was performed which identified, opening crease smooth on posterior, striated broken on posterior and brown particles in the fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on posterior assessed, as fold flaw. Opening a striated broken on posterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.